Manufacturer narrative:
Entire form filled out by manufacturer.

Event description:
On 3/16/2018 received explanted lead from st. Jude medical/abbott. No explant information provided. Investigational letter sent to implanting physician.